Manufacturer narrative:
No medwatch form was received late due to reevaluation of event. Reliability laboratory technician; st. Jude medical crmd reliability technician;failure (event) observed during analysis. Analysis found five separate instances of insulation abrasion throughout the lead.

Event description:
This report is to advise of an event observed during analysis.